Event description:
Healthcare professional (hcp) reported a patient who was injected with 1.0ml of juvéderm® volbella¿ with lidocaine into the lips presented a few weeks later with lumps. The patient was treated with hyaluronidaise approx. 4 to 5 months post injection. At a review 2 weeks later, hcp noticed that one area looked slightly infected, which the patient's gp was treating with oral antibiotics. The patient was reviewed again; improvement noted, however, noted 3 or 4 lumps along lower vermilion border in lower lip. Further treatment of hyaluronidaise treatment.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.